Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was tightly folded. There was a complete hypotube separation 70.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube separation or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 75% stenosed, 24mm x 3.0mm, concentric, de novo target lesion containing a <=45 degree lesion bend was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. Following the introduction of a 3.5mm non bsc guidewire, predilation was performed using an unspecified balloon catheter. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was then selected and advanced to postdilate the lesion but was unable to cross. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.